Event description:
A copy of the medwatch report from FDA was received, which states, "mins. Pitocin connected to main IV (intravenous) line at closest port to patient @0314 and set to delay. 2nd rn at bs verifying pitocin initiation. Patient up to bathroom and unplugged fhr (fetal heart monitoring (fhr)) monitors and back to bed @0317 and pitocin pump restarted a 1 mu. Monitor pieces plugged back in @0317 and hr initially in 140s, but audible decel heard by rn at bedside. Patient turned to l side and pitocin channel paused @0319, additional rns to bedside including charge rn. Pitocin channel turned off @0320. Rns palpating patients' uterus during decal, contractions palpating as strong and uterine tone palpated as strong. Ob hospitalist called to bedside and fhr returned to 120s @0324. @0327 rn assessed IV pump: detaching pitocin line from main IV line. Rn noticed pitocin channel was off, but still dripping medication. Approximately 100 mls of pitocin missing from pitocin bag. Pitocin bag and line along with IV brain and channels removed from patient room. New IV brain and channels connected to IV with maintenance fluids running. Charge rn and on call md (medical doctor) notified of pump malfunction. Patient and spouse informed of pump malfunction and side effects of increased pitocin dosages. Patient requests epidural placement due to pain and not feeling breaks between contractions. Rn call back to on call md to notify of moderate contractions with minimal return to soft resting tone and fetal tachycardia; order received for terbutaline. Terbutaline given @0342." This pr has been opened to capture the event against the mother. Please see (B)(4) for file on the fetus.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a free flow was not able to be confirmed from the log analysis or could be replicated during device testing. ¿ the inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly close the administration set safety clamp when the door was opened ¿ the event date was reported as 29jan2025 at 3:14 am. The review of the pcu event log indicates the suspect pump module at 3:14 am was programmed to infuse oxytocin (pitocin), drug ID=534 with a rate of 2ml/h, a concentration of 60 milliunit/min and a volume to be infused of 100ml/hr. However, 3 seconds later the infusion rate was changed to 1ml/h. ¿ at 3:14 am, the infusion program started, but two (2) seconds later, the user paused the infusion. The user restarted the infusion at 3:18 am. However, the pump module was paused again at 3:20 am. Finally, at 3:21 am, the channel was turned off, with a total volume infused recorded as 0.039 ml/h. There were no additional infusions programmed on the reported date of the event. ¿ review of the pcu error log showed there was no error logs available related to the reported event; review of the pump module error log did not report any errors recorded on the reported event date. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause for the report of a free flow event was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification.

Event description:
A copy of the medwatch report from FDA was received, which states, "mins. Pitocin connected to main IV (intravenous) line at closest port to patient @0314 and set to delay. 2nd rn at bs verifying pitocin initiation. Patient up to bathroom and unplugged fhr(fetal heart monitoring (fhr)) monitors and back to bed @0317 and pitocin pump restarted a 1 mu. Monitor pieces plugged back in @0317 and hr initially in 140s, but audible decel heard by rn at bedside. Patient turned to l side and pitocin channel paused @0319, additional rns to bedside including charge rn. Pitocin channel turned off @0320. Rns palpating patients' uterus during decal, contractions palpating as strong and uterine tone palpated as strong. Ob hospitalist called to bedside and fhr returned to 120s @0324. @0327 rn assessed IV pump: detaching pitocin line from main IV line. Rn noticed pitocin channel was off, but still dripping medication. Approximately 100 mls of pitocin missing from pitocin bag. Pitocin bag and line along with IV brain and channels removed from patient room. New IV brain and channels connected to IV with maintenance fluids running. Charge rn and on call md (medical doctor) notified of pump malfunction. Patient and spouse informed of pump malfunction and side effects of increased pitocin dosages. Patient requests epidural placement due to pain and not feeling breaks between contractions. Rn call back to on call md to notify of moderate contractions with minimal return to soft resting tone and fetal tachycardia; order received for terbutaline. Terbutaline given @0342." This pr has been opened to capture the event against the mother. Please see (B)(4) for file on the fetus.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.